Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has received multiple inappropriate shocks without therapy exhaustion as a result of undersensing, oversensing noise signals and electrogram (egm)issues of no sensing at times. The health care professional (hcp) placed a call into technical services (ts) to discuss troubleshooting and programming options. The shocks occurred at various times and activities throughout the day, such as sleeping and eating dinner. Ts provided the hcp with troubleshooting suggestions. The plan is to bring the patient into the clinic for further evaluation. At this time, the device system remains in service. No adverse patient effects were reported.